Event description:
It was reported that the pico was implemented on the 16th at the clinic according to the label at the back of the pico. The pico then stopped working on the 19th, then the patient returned to the clinic for assistance and the defective device had all lights on. Procedure was completed with another pico however there was no backup available at the moment of the failure. No harm or injury to the patient.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation and with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential causes for the issue experienced are; the device detected an air leak or blockage and paused therapy so the issue could be rectified, the dressing was saturated and needed to be changed, the batteries needed to be changed, the device detected unsafe levels of use and so entered an error state for patient safety. The instructions for use can offer further assistance. As no batch or lot number has been provided at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary, smith + nephew will continue to monitor for any adverse trends relating to this product range.